Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) had a power-up test fail # 14. No patient involvement. No harm is reported. The fse reported that they replaced the compressor and filters. Product passed all functional and safety tests per manufacturer specifications.